Manufacturer narrative:
6/25/1998: investigation results: the device in question was returned. The inflation system of the device was tested several times; no problem with the inflation system was found. Based on the info available, and the examination results, the returned device is fully functional and no mfg error has occurred. Cuff inflation pressures in clinical use are quite low, typically 30-400cm of water pressure. At this pressure, the cuff is not fully extended and the internal pressure can be altered dramatically by external contact, which makes it very difficult to differentiate a leak froma measurement artifact. The astm standard for tracheal tubes (f1242-96) provides a referee leak test to address this issue. The cuff is inflated to at least 75cm of water pressure, then the tube is submerged in water for 10 seconds. Leaks are detected by the appearance of bubbles. The returned tube was tested in this manner and no leaks were found. The circumstances surrounding this complaint suggest that the experiences of the respiratory care group are due to unfamiliarity with the sheridan brand, rather than leaking cuffs. The marketing manager for kendall anesthesia had agreed to visit the customer to review the methods for currently used to determine cuff pressure. No further info is anticipated for this report.

Event description:
According to reporter, the cuff was leaking and had to be filled every few hrs.